Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient came in for follow up complaining of some discomfort in the patella. Supposedly there may have been evidence of an initial non-displaced fracture line in the patella 2-3 years ago which was not painful or uncomfortable. Did not revise it as that time. At this time, patient is not scheduled for a revision surgery to address this fractured patella implant.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Review of images supplied provided the following observation: overall fit and alignment of the implants is appropriate on the visualized portions. The right total knee arthroplasty is incompletely evaluated on this study. No signs of loosening, radiolucency. There is a comminuted fracture of the patellar component. A bony fracture is not definitely appreciated on the plain film images. A definitive root cause was unable to be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.